Event description:
The customer contact reported an e321 (batt charger timeout) alarm condition. The device was returned to the biomedical department with an unspecified note that stated, "alarms malfunction e321". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays or critical therapies while the device was in clinical use. During testing, an e321 (batt charger timeout) alarm code was noted. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. A e321 (batt charger timeout) alarm was noted in the device history but was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel. See scanned pages.